Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 246 mg/dl. Customer changed supplies to address the issue. Additionally, it was reported that the customer experienced intermittent elevated blood glucose (bg) level of 400 mg/dl to greater than 500 mg/dl. Cause was not known. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.